Event description:
Pt experienced pain, tibia loosening suspected and metal staining in the bone during surgery.

Manufacturer narrative:
The returned products were sent to our research department for investigation on (B)(4) 2011. Review of (B)(4) complaints database for product lots 2436678 and (B)(4) identified no previous complaints. A report was received from bioengineering on (B)(4) 2012 and the complaint was transferred to investigation on (B)(4) 2012. The main mode of failure appeared to be damage to the prosthesis caused by stainless steel third body particles present in the joint interface, possibly originating from tools and other instrumentation used during the initial revision surgery. This could have possibly also lead to inflammation and other symptoms which may have contributed to the pain experienced by the patient and the suspected loosening of the part, although this cannot be confirmed from the information provided. The deep scratching to the tibial component may have also been caused during the initial 3 years the part spent in-vivo. No information was provided on the condition of the bearing surface at first revision, although to have been left in situ it was assumed not to have shown significant damage. Root cause: undetermined, it is not possible to determine when the scratching of the tibial tray occurred. Some scratching of the tray was recorded in the first revision. No (B)(4) grit was found in either the first or second revision insert. Stainless steel debris was found in insert from the second revision. Tibial loosening was reported in the complaint and no information is provided on the condition of the bone surfaces clinically. Limited bone was seen on the revised tibial tray. It is not possible to say why this total knee replacement required revision, whether this was a patient, surgical procedure, surgical technique or device related failure or a combination of factors. A high rate of revision is to be expected on re-revision procedures. This series of complaints was reviewed as part of CAPA (B)(4) to see if an adverse trend exists for the duofix femur re-revision procedures. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.